Event description:
Procedure: lap ventral/umbilical hernia repair. According to the reporter: between march 2003 and august 2013, 334 pts were operated on laparoscopically for ventral and/or umbilical hernia, with application of a partially absorbable composite mesh. When 166 pts were obese (bmi) (30 kg/m2), 71 presented with severe obesity (bmi c35 kg/m2) and 8 were super-obese (bmi [50 kg/m2). Out of 79 pts (29 men, 50 women) treated laparoscopically, 43 p[resented with umbilical hernias and 36 ventral hernia. Mean pt age was 51.8 years for men and 52.7 for women. Mean bmi was 40.83 kg/m2 (41.02 kg/m2 for men, 40.71 kg/m2 for women). Postoperative follow-up was 18.10 months (1 to 84 months) and recurrence rate was 3.8% (3 pts). This is for one of the three recurrences. Citation: marx l, raharimanantsoa m, mandala s, d' urso a, vix m, mutter d. Laparoscopic treatment of incisional and primary ventral hernia in morbidity obese pts with a bmi over 35. Surg endosc. 2014 jul 10.

Manufacturer narrative:
(B)(4).